Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. The customer's blood glucose (bg) was 115 mg/dl. A replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved using the replacement wall adapter; however, no additional information could be obtained.